Manufacturer narrative:
The medical center and authors did not return any impella pump product for analysis or benchtop testing. No root cause can be determined as data points are lacking. The only information for analysis is what is published. Should more information be shared, a final report will follow. The failure mode will be monitored and trended.

Event description:
During a periodic literature review a publication was found inclusive of multiple impella pump patients. The us medical center and physicians published upon a retrospective review of 8 impella supported patients that were escalated from impella cp to the impella 5.0 or 5.5 pump due to signs/symptoms of hemolysis. Signs were inclusive of ldh levels and pfhg levels rising. Additionally as noted in the publication 1/2 of the patients had dialysis applied to treat the renal issues.